Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: there was no adverse event / consequence to the patient. The following information was requested, but unavailable: what type of laparoscopic procedure was the device used in? When the stapler broke, was it locked with the jaws closed? If yes, was the stapler locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? How was it confirmed that the blade was bent (advanced forward/visible, etc.)? Was there another part of the stapler that broke besides the bent blade? Please explain. What caused the bleeding? What color cartridge was being used?

Event description:
It was reported that during a video laparoscopy procedure, the stapler broke (it locked and the blade bent), making it impossible to use it. There was bleeding increasing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5590c the analysis showed that an ats45 device was received with the clamping mechanism damaged and articulation mechanism was noted to be damaged; with a cartridge reload present. The reload was fully fired with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken, not allowing the device to close. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulting in the instrument damage. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.